Event description:
It was reported post-implant that the left ventricular (lv) lead caused diaphragmatic stimulation. The lead was repositioned from the lateral cardiac vein to the anterolateral cardiac vein and remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.